Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf impact code f2301 captures the additional stent placed stent-in-stent to allow necrosis and remove the stent. Imdrf impact code f23 captures the argon plasma coagulation (apc) done to remove the tissue ingrowth.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was implanted in the common bile duct to treat a benign stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed six months prior. The patient's anatomy was not tortuous and was not dilated prior to stent placement. Post stent placement, on an unknown date, the stent was attempted to be removed using snare, rat-tooth forceps, and extraction balloon; however, the stent was unable to be removed due to tissue ingrowth on the retrieval loop. Consequently, a 10x80 wallflex biliary stent was placed inside the original stent to allow pressure necrosis and loosen the tissue ingrowth. On july 29, 2024, the patient returned for another stent removal procedure. The stent was attempted to be removed using snare and rat-tooth forceps, but the stent was still unable to be removed. Subsequently, argon plasma coagulation (apc) was done to remove the tissue. Eventually, the stent was able to be removed, and the procedure was completed. There were no patient complications reported as a result of this event.